Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the a damaged belt. Caller stated that the pt's (patient's) implant was moved higher and now they needed a belt. Caller also stated that the belt is ripped and torn. Part of the belt that holds it ripped off. A request was sent to the repair department to replace the recharging belt.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient rep called back as they reported they keep receiving letters from manufacturer in the mail but don't understand why. Caller provided reference number and date on most recent letter: (B)(6), (B)(6) 2026. Caller states they have received 3 letters now but haven't sent any back and don't want to receive any more. Caller read the first question from the letter and stated that the reason was because the patient had a stroke and doesn't have a lot of their appetite. Caller reiterated that the implantable neurostimulator (ins) was repositioned because patient lost weight and the ins was rolling.

Manufacturer narrative:
Section b2, b5 and h1 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient that they lost a lot of weight and the implantable neurostimulator (ins) was moving around too much, they had surgery and the issue was resolved.